Event description:
Information was received from a manufacturing representative (rep) and a patient who was implanted with a neurostimulator for radicular pain syndrome (radiculopathies) and spinal pain. It was reported that the patient noted seeing an elective replacement indicator (eri) on the patient programmer (pp). Today, (B)(6) 2016, in the office, the code showed 574. The implantable neurostimulator (ins) was previously programmed. The rep was going to try reprogramming the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.